Manufacturer narrative:
This report is submitted on july 28, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818, exemption number (B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and subsequently underwent a procedure to excise the excess skin (date not reported). Following the procedure, the patient was treated with topical antibiotics (duration unknown).